Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer was using expired supplies, cold insulin, and not following the proper air removal steps from the cartridge. Tandem clinical support educated the customer to use nonexpired supplies, room temperature insulin, and to follow the proper air removal steps from the cartridge. Customer changed cartridge and infusion set to address the issue. Customer¿s blood glucose (bg) level was intermittently displayed as "high"; however, specific value was not provided. Elevated bg was addressed by a manual insulin injection.